Event description:
Intra-operatively vascular surgeon was withdrawing the angioplasty balloon on one of the angioplasty attempts of right upper extremity, staff noticed that the balloon was not removed intact. This balloon catheter remnant appeared to be entangled with the wire that was in place, and with withdrawal of the wire and sheath in an attempt to recapture the catheter fragment, the balloon catheter fragment migrated into the thoracic aorta. We performed additional arteriography and did an on-table cone beam computed tomography to help localize the catheter location in the aorta. Upsize from a 6 french sheath to a 7 french sheath and used a tri lobe snare to snare the balloon catheter remnant and removed this piece intact from the body. Examination of the two pieces that were removed confirmed that we had removed all of the angioplasty balloon catheter. Follow up imaging did not show any remnant pieces of balloon catheter either.